Event description:
Reportedly, during the implantation procedure: a ventricular connection issue occurred, the ventricular lead count could not be tightened. The pacemaker involved in this MDR report was not implanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages sustained to the ventricular set-screw and terminal block threads are consistent with the difficulties encountered during the connection attempt at the ventricular position. Damages to the threads, which might have been caused at a certain point during the connection attempt if the ventricular set-screw was tightened with the ventricular lead not inserted or only partially inserted into the is-1 connector cavity, along with incomplete insertion of the screwdriver tip into the hexagonal cavity and subsequent rotation, could have led to the stripping of the set-screw cavity, as illustrated in figure 10. The damages to the set-screw cavity, along with those of the threads of the set-screw and terminal block, might have lead to the blockage in the fully screwed in position, which prevented further attempts to insert the lead and tighten it. It should be noted that all pacemakers are checked at finished-device inspection to ensure the appropriate position of each set-screw within its associated terminal block; an is-1 connector is fully inserted into each port. In addition, a glue point is applied between the rim of the set-screw and the terminal block to prevent the set-screw from moving during shipment.